Manufacturer narrative:
(B)(4). Reoperation.

Event description:
According to author: this study aimed to evaluate the long term results of this self-gripping mesh in retromuscular position for the treatment of complex ventral hernias. Methods: patients with complex ventral hernia undergoing repair between june 2012 and june 2015, using the progriptm mesh in retromuscular position, were included. All patients visited the outpatient clinic to evaluate short term complications and recurrence. After at least one year, telephone interviews were conducted to evaluate long term results. Results: a total of 46 patients with a median age of 59 years were included in the study. 40 patients (87.0%) were diagnosed with an (median) incisional hernia. Seven patients (17.5%) had an incisional hernia combined with another abdominal wall hernia. Four patients (8.7%) had an umbilical hernia, one patient (2.2%) had an epigastric hernia and one patient (2.2%) had symptomatic rectus diastasis. 39 patients completed follow up. Median follow-up was 25 months (iqr 19¿35 months). 28 patients (71.8%) did not report any complaints. One patient developed a mesh infection requiring reoperation.